Event description:
(B)(4). Event occurred in the united states. The patient experienced diabetes ketoacidosis and high blood glucose level with highest value reported as 547 mg/dl. She tried to bolus with the pump but the blood glucose level did not come back down to target. Then, the patient went to the hospital, where it was found that the cannula was bent when the site was removed. Reportedly, insulin drops were coming out from the end of the tubing. The infusion set had been in use for one day. The patient received insulin and fluids as corrective treatment during hospitalization, which resolved the issue. The patient was hospitalized for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.